Event description:
It was reported that during a pta/stenting treatment procedure, the balloon ruptured and detached. Using a femoral approach, the physician advanced the xxl balloon catheter to the target lesion located in the left innominate, passing through a previously placed stent located in the superior vena cava. Stenosis of the target lesion was approximately 60-70%. The physician predilated the target lesion, inflating the balloon twice at 6 atm's each time. The balloon ruptured during the second inflation. The balloon catheter was withdrawn without incident. After removal, it was noted that the distal end of the balloon was no longer on the catheter. The physician obtained access through the forearm and inserted a microvena snare. The balloon fragment was successfully retrieved. The physician then proceeded to successfully deploy an intratherapeutics megastent in the left innominate after hand mounting it on another xxl balloon. The procedure was considered successful. The patient is reported as 'fine' following the procedure; no additional injuries or complications were reported. Per the reporter, the physician is of the opinion that the first xxl balloon most likely got 'snagged' during insertion on the previously placed stent in the svc. This produced the tear, which in turn, caused the balloon to rupture when inflated during the procedure.